Event description:
Noise was observed at follow up. Patient received inappropriate shock as a result of noise. The lead was explanted.

Manufacturer narrative:
Analysis noted abrasions on the outer insulation at 15.6 cm to 19.6 cm from connector pin. The etfe insulation of the proximal cables was damaged at both location, which could cause noise and deliver inappropriate shock. The lead abrasions are consistent with that produced by friction with the ICD can.